Manufacturer narrative:
(B)(4). Initially, the customer wanted the device to be returned in the as-is condition. The device was then received and evaluated by baxter with instructions from the customer to repair. The device was found out of specification in relation to the reported system error 105 which was reproduced at power up. System error 105 was confirmed through a review of the event history log and found to be caused by a seized motor. The failed motor assembly was replaced.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation. The evaluation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
It was reported that a spectrum pump displayed system error 105. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received the device and confirmed the reported system error 105 through a review of the event history log. Due to the customer request that the device be returned in the as-is condition, baxter was unable to determined component causality, mitigate the malfunction or replace any needed parts.  The device was returned to the customer in the "as received" condition with a notification of the failure and a sticker indicating the device should not be returned to clinical use.